Event description:
The customer reverted to using insulin injections to manage diabetes as the customer does not trust the pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer did not think the pump was working as a bolus was not delivered. There were no alerts or alarms reported. The customer went to the emergency room and was hospitalized for high blood glucose levels (250-280 mg/dl) and had ketones. The customer was treated with intravenous fluids and insulin. The customer was discharged the next day. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the reported device issue.